Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock while scanning their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock while scanning their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reports electric shock while scanning their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no burn marks or components damage were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no burn marks or component damage were observed. An extended investigation has been performed. Visual inspection was performed on the de-cased sensor and plug assembly. No issues was observed on the plug assembly and on the printed circuit board assembly (pcba). The sensor initial data (log) was extracted. Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor. A functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor battery voltage was measured and was within the specification. Accuracy test, accuracy tool test, poise voltage test and thermistor gross function test were performed. The returned puck passed accuracy test with a result which falls within specification range indicating no accuracy issues were present in the puck which was also confirmed with the accuracy tool test which passed. Poised voltage was measured and returned a result which also falls within specification indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A sensor thermistor testing was performed, and the puck temperature was observed to be within range of room temperature specification, indicating that the puck's thermistor was fully functional. Also, did not observed any burn mark on the returned sensor and it passed all testing, and no evidence of a product malfunction was observed during the investigation. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.